Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use and the procedure was completed by moving the patient to another room with delay. A philips field service engineer (fse) went onsite and confirmed the system can¿t fluoro and cine. The analysis of the system log file found an error about the image processing pc (ip-pc) malfunction. To resolve the reported issue, the fse reseated the mainboard and hdd, and performed functional testing. After which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.